Event description:
During outpatient surgical procedure, the device kept alarming. Staff were unable to reach representative, so spoke with technician on helpline. A second device was obtained and used. It is unknown whether the second device was of the same or a different lot.